Event description:
It was reported, the camera head had no image. The issue occurred during an unspecified diagnostic procedure. No reports of user or patient harm.

Manufacturer narrative:
The subject device underwent visual and functional tests to assess the device status. The reported allegation was not confirmed. However, kinks and knots observed on cable, which can attribute to the reported event of no image. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): a labeling review was conducted using the product label otv-s7proh-hd-l08e. No anomalies were found. The instructions for use (IFU) manual states the following: "warning - if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." Olympus will continue to monitor the field performance of this device.